Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted into a failed surgical aortic valve (sav) (sjm 23 mm trifecta). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).